Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that in the past she experienced an unspecified amount of tampons fall apart upon removal. She did not seek medical attention and did not experience any adverse health effects.